Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on patients. The hospital reported that they found the gas sampling port missing from an elbow of the circuit. They further reported that there was no patient involvement since it was found prior to use.